Event description:
Alleged event: catheter fell apart at connection where joining of "y" to balloon occurs. The pt's condition is reported as fine.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. The MFR will continue to monitor and trend related complaints.